Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 29 mmol/l (522 mg/dl) while wearing the pod on the hip/buttocks for between 24 and 36 hours. When the pod was removed from the infusion site, the cannula was found bent. Symptoms reported include high blood glucose levels and vomiting. The patient was treated with intravenous therapy and insulin injections. The patient was discharged after 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.